Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at the time. A call was placed to technical services on 4/6/2017 stating that patient called as she heard a beeping from her device and some v pace impedances have been out of range noted. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).